Event description:
Due to a mfg process error made to lot 1208nt for sfx driver, a recall was conducted to retrieve units from the field. While addressing the issue, depuy spine was made aware of two drivers that had broken in a case. The tip of the drivers broke off, however, the crossconnectors were pulled free from the rods without issue. A driver from another set was used to complete the case. There was no adverse pt incident or significant delay to the case.

Manufacturer narrative:
A mfg error resulted in the ip component being heat treated to the wrong spec. As a result the tip may strip or fracture below the 65 in/lbs of force applied to lock the sfx implant to the spinal rod. It is unlikely that breakage would result in any adverse pt outcome. However this could result in a portion of the tip being left inside the implant or a delay to the case to remove and replace the implant. As a result depuy spine has notified our local office and is taking remedial action to remove this lot of product from the field.